Manufacturer narrative:
According to the communication in onetrack complaint (B)(4) on 2019-10-15 there will be no service report in this case. Due to the technician the following things have been done. The vacuum valve (material#70107.1778; serial#unknown), the shunt valve (material#701071568; serial#unknown),and the 3-way-valve (material#701071778; serial#unknown) were replaced. The device is back in clinical use. This case has already been investigated in complaint (B)(4): according to the investigation report (B)(4) dated on 2019-09-06 the valves are defective. They do not close completely, it can happen that warm water flows into the tank and the desired amount of ice cannot be built. Due to the visuell investigation deposits on the o-rings was found. The deposits on the o-rings could most likely have led to the leakage of the valve. Thus the reported failure could be confirmed. The hcu 40 risk analysis version v17 (dms# (B)(4)) was reviewed and the failure is assessed in section: risk ID: (B)(4) possible causes: too low amount of ice building: - sensor failures - use of water out of spec. (Conductivity). Software error- defective compressor or coolant circuit - software error. Since the incident is below the accepted rate, no remedial action is necessary. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the set temperature of hcu 40 was not reach. No consequences to the patient. Complaint: (B)(4).